Manufacturer narrative:
Information was not provided. No patient injury was alleged. Date of event(s) were not provided. Report date was used as the d.o.e. Product lot # was not provided, therefore device manufacture date, expire date and UDI could not be provided. The product was not returned for analysis, though requested by 3m. Without the sample, root cause of reported issue could not be established. The customer reported an in-line hand pressure pump was used during each occurrence. The product IFU states the following: caution do not to exceed 300 mmhg pressure. 3m will continue to monitor.

Event description:
A hospital's chief nurse anesthetist alleged numerous 3m¿ ranger¿ high flow disposable sets (model 24355) have had the tubing "burst" or disconnect at a connection site in the or. The nurse alleged blood and/or lactated ringer's solution leakages have occurred as a result. The connections were reportedly tightened prior to administration. An in-line hand pressure pump was used during each occurrence. No staff/patient injury was alleged.